Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) review could not be conducted because the part and lot number was not provided. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. A query of the complaint handling database could not be conducted because the part and lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure; however the treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 - the UDI is not known as the part and lot number were not provided. The additional prostyle device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that this was a closure of an unspecified femoral access site using two prostyle devices relative to an interventional coronary angioplasty procedure. Reportedly, with both devices, no suture was found upon plunger removal [cuff miss]. A new prostyle device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.